Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise, oversensing and pacing inhibition. The patient was seen in clinic where isometrics were able to reproduce the noise. Impedances were noted to be stable. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. The device was returned for analysis. There were no additional adverse patient effects reported.